Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Capsular contracture was confirmed as baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii; rupture.

Event description:
Capsular contracture was confirmed as baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported left breast implant rupture and capsular contracture baker grade unknown. Device remains implanted.